Manufacturer narrative:
On 02/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No malfunction.

Event description:
A medtronic representative reported that a cranial visualase procedure was completed on an anterior parietal/front lobe lesion on (B)(6) 2017 at 4 pm. After the ablation, the post-ablation scan revealed a hemorrhage in another tumor in the occipital lobe. The hemorrhaging tumor was not the target of the visualase procedure, was a significant distance from the targeted tumor, and was not in the trajectory of the laser catheter. The adverse event resulted in the patient¿s death. The surgeon stated very clearly that the events leading to the adverse event were in no way related to the visualase product or procedure. The cause and time of the hemorrhage are unknown. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Additional information: the reported issue was reviewed by medtronic personnel. The reported adverse event was found to be an inherent risk of the procedure.

Manufacturer narrative:
The logs for the system were reviewed by medtronic personnel. The logs showed that the temperature of the laser was exceeding specifications. The logs showed that the system powered down the laser accordingly and the software functioned as designed. Post-treatment images show an hyper-intense region by the center of the treated area in what may be the developed hemorrhage.